Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented after receiving a vibratory alert that charge time limit reached. The patient was successfully induced and converted in clinic. The charge time was normal. The patient alert notification for exceeding charge time was turned off. The device remains implanted.